Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient allegedly failed to comply with his post operatory indications. As result, this right ventricular (rv) lead dislodged and migrated inside the ventricle. The patient underwent a surgical revision wherein the lead was cut by the physician to allow a wire to be placed to maintain venous access. A new lead was implanted during the procedure.